Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
Medical records were received from the patient's treatment facility. In review of the medical records a computed tomography (CT) of the abdomen revealed a ventral hernia notably above his umbilicus. During follow-up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient had a ventral hernia. The pdrn stated she did not have documentation on whether the hernia occurred prior to the patient being on peritoneal dialysis or after. The patient did not have any symptoms and therefore no treatment was needed to repair the hernia.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The post market surveillance department requested medical records and have not been provided.